Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequence.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. A system check was performed. The pump and infusion set tubing were found to be functioning as expected. The customer changed the cartridge and infusion set. Reportedly, the customer used humalog 200 insulin.